Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, tenderness, lump, tingly lip, sore throat, and inflammatory response are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Patient reported they were injected to the cheeks with 1 ml of juvéderm® voluma¿ with lidocaine and to the lips (0.5 ml), and nasolabial folds (0.3 ml) with juvéderm® volift¿ with lidocaine. There were no problems at the time of injection. Approximately one month later patient¿s lips became swollen ¿much like when you first have it done.¿ patient thought they had ¿lay on them overnight¿ and took brufen and the swelling went down. Approximately 4 weeks later patient woke up and their bottom lip was swollen along with right cheek feeling tender to touch but no swelling. The next day patient¿s bottom lip is a bit better but the right side of upper lip is swollen, ¿again not massive but like it is when you first have them done.¿ additionally, patient¿s right nasolabial fold has ¿swelling/tender lump on palpation¿ and their ¿lip is tingly.¿ patient has a sore throat and wonders if there is an ¿immune response going on.¿ patient suspects it was an ¿inflammatory response in conjunction with a throat infection¿ which ¿if not treated could have lead to infection in/around the filler or possibly granuloma formation.¿ patient was prescribed clarithromycin and within 24 hours the swelling started to reduce. Symptoms have resolved. Patient is ¿planning to hyalase the product anyway even though the swellings have gone to prevent any further issues later down the line.¿